Manufacturer narrative:
(B)(4). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient's articular surface is to be revised for unknown reasons. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.